Event description:
Three days following a coronary drug eluting stenting treatment procedure the pt experienced a subacute thrombosis. In 2005, the physician used a 7 fr ebu guide catheter to access the proximal left anterior descending artery (lad). Two rotablator burrs (sizes 1.5 and 1.75mm) were then used to rotablate the target lesion. The area was then predilated with a 2.0 x 12 mm balloon to 8 atm. The taxus express2 2.25 x 20 mm drug eluting stent was advnaced and deployed at 14 atm. Three days later the pt experienced a subacute thrombosis. The pt was taken to the cardiac catheterization lab where ivus was used to visualize the vessel. The physician noted the stent was not fully apposed. Eight days after the subacute thrombosis occurred, reintervention was required. A 2.5 x 8 mm powersail balloon was advnaced to the stent and inflated to 20 atm. Ivus was used again which showed the stent had expanded to 2.25 mm at the smallest diameter and was now properly deployed. Additional information regarding this event has been requested.